Event description:
The customer reported to baxter us that a piece of plastic was observed in a vial-mate reconstitution device. There was no patient involvement, medical intervention or patient injury reported. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: samples were returned to the plant for evaluation. The reported condition of "piece of the plastic/core from the vial made its way inside the IV bags" was confirmed. Visual and functional inspection were performed and no abnormalities were found. Customer misuse was identified as the most likely cause of the defect. A batch review was performed on the reported lot with no deviations found. A labeling review was performed in response to the user error in this complaint, and the labeling was found to be adequate